Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (discharge profile fault flags) has been confirmed. Upon investigation the monitor failed incoming detect and treat testing. The monitor also displayed a code 102. The root cause for the failure was isolated to oxidation on inter-pca connector j1000. The oxidation build-up on the tin connectors increased the resistance, causing the test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that there were multiple discharge profile faults in the monitor's flag files.